Manufacturer narrative:
As reported in a research article, patients had complications of atrial fibrillation, cardiac thrombus, ischemic stroke, residual shunt, pulmonary embolism, and endocarditis after closure of a pfo defect with an amplatzer pfo occluder. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The article "long-term outcomes of patent foramen ovale closure or medical therapy after stroke" was reviewed. This article was a prospective multicenter, randomized, open-label trial to evaluate the long term outcomes of patients who had a cryptogenic ischemic stroke and underwent closure of the pfo (pfo closure group) and those who received medical therapy alone (medical therapy group). From 23 august 2003 through 28 december 2011, a total of 980 patients were enrolled in the original trial. The patients in the pfo group received an amplatzer pfo occluder which was associated with a lower rate of recurrent ischemic strokes than medical therapy alone during an extended follow-up period. The primary author is jeffrey l. Saver, m.d, of neurology department, ucla. The corresponding email is: jsaver@mednet.ucla.edu.